Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of continues to run. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. This dm0010faa easydrill cranial perforator with lot number 044/19 was manufactured by micromar. No conclusion can be drawn for motor, attachment and cable that were used together with the perforator as these devices were not returned. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during burr hole drainage procedure, cranial perforator did not disengage and plunged through the skull. Damage to the brain tissue was prevented by the patient's chronic subdural hematoma. On follow up, it was mentioned that no further information can be provided regarding device details and patient status.